Manufacturer narrative:
Date of event is unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle a defect in the scale marking was detected. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that scale markings are defective.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle a defect in the scale marking was detected. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that scale markings are defective.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: customer returned (37) loose 0.3ml bd insulin syringes. The customer reported incorrect scaling on the syringe barrel, and that the scaling does not consistently start in the same place on the syringe barrel. The returned syringes were examined, then tested using a 0.3ml plug gauge. It was observed that the leading edge of the stopper for 6 syringes fell out of the accepted 5-unit range for the plug gauge. A review of the device history record was completed for batch# 1165923. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Probable causes for missing zero scale lines: 1. Loose print pad. 2. Excessive print head pressure h3 other text : see h.10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle a defect in the scale marking was detected. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that scale markings are defective.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1165923. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.